Event description:
There is an upcoming revision causing showing a prior tar implant for reasons unknown.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction - please note the correction regarding the d4 lot#, d9/h3. The reported event could be confirmed based on available medical records and medical expert opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows very little radiolucency and some smaller cysts. No loosening or migration can be confirmed with this information only. The pe cannot be assessed directly with the CT scan, but there is no indirect sign of loosening or migration visible. The talar component shows a little bit of radiolucency, small cysts, condensed bone and potential subsidence lateral and dorsal. There are also artefacts which make assessment even more difficult.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of cysts around both the components. The talar bone elicits low bone density which potentially contributes to implant subsidence in accordance with the recent information received the implants were not revised or removed instead some additional conservative procedure was performed. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.

Event description:
There is an upcoming revision causing showing a prior tar implant for reasons unknown.